Event description:
According to the available information this inflatable device was implanted on (B)(6) 2018 and removed/replaced on (B)(6) 2020 due to inflation difficulty. Information received from the territory manager indicated: ¿the patient reported and physician confirmed a hard pump. The only way it would inflate is if the deflate valve was held and the bulb was pumped at the same time. If the pump is squeezed to inflate without also pushing the deflate valve, it is very hard and cannot be squeezed. There was a very hard titan touch pump that could only be squeezed when the deflate valve is also pressed at the same time. However, when we explanted the pump it worked beautifully. I suspect a potential kink had occurred to prevent the pump from working appropriately. The explant will be emailed to you today for evaluation.¿ a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on both pump exhaust tubing. No functional abnormalities were noted with any of the returned components. The information received indicated the device was unable to be manipulated properly, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was stiff. The only way it would inflate is if the deflate valve was held and the bulb was pumped at the same time. If the pump is squeezed to inflate without also pushing the deflate valve, it is very hard and cannot be squeezed. However, when the pump was explanted, it worked beautifully and was easy to pump. It was suspected that a potential kink was preventing the device from working appropriately. The device was explanted and replaced.